Event description:
It was reported to boston scientific corporation that an alair bt catheter was used during a bronchial thermoplasty procedure on (B)(6) 2013. According to the complainant, the patient underwent a bronchial thermoplasty procedure to the lungs on (B)(6) 2013. Two days following the procedure, on (B)(4), 2013, the patient presented at the emergency room at another facility due to trouble breathing. The patient was admitted into the hospital. On (B)(6) 2013, the patient was transferred back to the hospital where the initial procedure was performed. On (B)(6) 2013, the physician diagnosed the patient with atelectasis. A bronchoscopy showed large mucous plugs in the lingula segment of the left upper lobe, which were determined to be the cause of the atelectasis. The physician removed the mucous plugs with no issue and suctioned "quite a bit of mucous" from the right upper lobe. Additional information received since (B)(6) 2013. On (B)(6) 2013, the patient underwent her third bronchial thermoplasty procedure to the right and left upper lobes of the lungs. On (B)(6) 2013, the event of atelectasis was considered to be resolved and the patient was discharged from the hospital. The patient's condition is reported to be okay.

Event description:
It was reported to boston scientific corporation that an alair bt catheter was used during a bronchial thermoplasty procedure on (B)(6) 2013. According to the complainant, the patient underwent a bronchial thermoplasty procedure to the lungs on (B)(6) 2013. Two days following the procedure, on (B)(6) 2013, the patient presented at the emergency room at another facility due to trouble breathing. The patient was admitted into the hospital. On (B)(6) 2013, the patient was transferred back to the hospital where the initial procedure was performed. On (B)(6) 2013, the physician diagnosed the patient with atelectasis. A bronchoscopy showed large mucous plugs in the lingula segment of the left upper lobe, which were determined to be the cause of the atelectasis. The physician removed the mucous plugs with no issue and suctioned "quite a bit of mucous" from the right upper lobe.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
(B)(4). The device was not returned; therefore, a physical/functional product analysis was not able to be performed. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label. Atelectasis is a known adverse event associated with the use of this device and is listed in the directions for use (dfu) / product label. Therefore, the root cause of this complaint is anticipated procedural complication.